Event description:
Shortly after the graft implant, type I and ii leaks were noted. The type I leak was stopped, but the type ii leak persists. The timeline of events is as follows: 2003, patient implanted with bifurcated graft. Two and 7 days later, physician identified aneurysm growth, due to proximal type I endoleak and evidence of leaks associated with lumbar vessels. Fourtheen days later, patient underwent surgery, where a palmas stent was placed at the proximal graft end to eliminate a bulge - tpye I leak resolved. In 2004, physician identified type ii endoleak above iliac bifurcation. Decision to monitor only. In 2005, patient underwent coil embolization of right l4 artery to stop type ii leak that was causing aneurysm growth. One month and 17 days later, physician noted that type ii endoleak is still present. Patient will be monitored for aneurysm growth.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.